Manufacturer narrative:
Mfg investigation pending. Once investigation has been completed, a medwatch 3500a supplemental report will be submitted to the FDA.

Event description:
Customer reports, "while setting up the injector for the injection portion of the examination, the inject mode block was hit twice, not only did it take the injector to the inject mode screen but it fired the injector with the scanner not set up yet for the injection. We missed the dynamic scan on this pt."